Event description:
During a post-implant follow-up examination, exposed material was observed. The material was removed cyctoscopically. The patient returned to previous incontinence condition. No further complications have been reported.